Event description:
In 2005 had bilateral hip replacements using de puy pinnacle devices. In 2011, developed hip pain, clicking on the left, pain on right. MRI in (B)(6) 2013 revealed bilateral pseudotumors. I will require revision bilaterally.